Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy procedure to raise a polyp performed on (B)(6), 2012. According to the complaint, the device was inserted into the endoscope for local injection. Although the physician tried to inject saline solution with syringe, the saline didn't come out from the distal end of the device. It was suspected that the inner lumen of the device had been occluded or blocked by something. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy procedure to raise a polyp performed on (B)(6) 2012. According to the complaint, the device was inserted into the endoscope for local injection. Although the physician tried to inject saline solution with syringe, the saline didn't come out from the distal end of the device. It was suspected that the inner lumen of the device had been occluded or blocked by something. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Evaluation of the returned device confirmed that the needle was blocked/occluded. A visual evaluation was performed; no damage or anomalies were observed. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed; the syringe was not able to be compressed. A pin gauge was inserted through the needle into the proximal end of the needle. Some resistance was met, and a small piece of silicone was extracted from the inner diameter. This substance is likely 'mdx', a silicone based lubricant applied to the outside of the inner sheath during manufacturing. This is residual from the fabrication process, and does not appear to be a foreign contaminant. In addition, mdx was evaluated for biocompatibility and met biocompatibility requirements. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a polypectomy procedure to raise a polyp performed on (B)(6) 2012. According to the complaint, the device was inserted into the endoscope for local injection. Although the physician tried to inject saline solution with syringe, the saline didn't come out from the distal end of the device. It was suspected that the inner lumen of the device had been occluded or blocked by something. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.